Event description:
During a stent graft case, in the operating room, the doctor proceeded to flush the device when the side-arm fitting fell off of the sheath. The patient suffered from blood loss, but no drop in blood pressure.